Event description:
Related to (B)(4). Summary: the hospital reported about the hemopro2 extension cable used for endoscopic vein harvesting procedures. They complained about the quality of the material from the vasoview hemopro 2 extension cable, c-vh 4030 and the short shelf life. They said after just a few operations, the cable comes loose from the plug right at the plug sleeve, is pulled apart and can no longer be used. New cable must be used. No patient involved.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production : (3331/213/67 ) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial/lot number. The vendor certifies that this device serial/lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar -2020 through feb-2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 03/25/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. One collar of the device was observed to be pulled back, exposing the inner contents of the cable. The other collar was not observed in the photograph. An investigation was conducted on 04/05/2022. Signs of clinical use and no evidence of blood was observed. One collar of the cord was observed to be pulled back, exposing the internal wires of the cord. The other collar was observed to be intact, with no visual defects observed. Based on the returned condition of the device, the reported failure "break; cord" was confirmed.

Event description:
N/a.